Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during the coronary planned treatment/non-emergency treatment. The procedure got delayed (<20 minutes) and it was completed by restarting the system. It was reported to philips that the geometry not starting. Review of the logfiles shows geometry not starting, unintended movement of the sam_tbllong axis detected during the power-on self-test. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found issues related to the power supply startup of the ad7 table, due to which no post-tests were conducted for the table's height movement, and as a result, the system geometry was not triggered. The fse did physical inspection of the smart unit and determined that reinstallation of the unit was necessary to enable the table's height movement. To resolve the issue, the fse reinstalled, recalibrated, and restarted the system. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as planned after restarting the system without delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry was not starting, impacting geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.